Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed mild tilting of the ivc filter antero-medially. Perforating medial struts showing variable degrees. Postero-medial strut showing < 3 mm perforation, grade I and antero-medial struts showing position adjacent to nearby bowel, grade iii. Mild tilting with variable degrees medial struts perforation. Eventually three years later, patient presented for ivc filter evaluation. It was reported that since ivc filter placement, patient experienced 2 pe's one from left leg dvt 3 years ago. Later, physician had lengthy discussion with patient regarding removal of the ivc filter. But there are risks of filter fracture during removal since it has been there for almost over 10 years and was likely well embedded into the ivc wall. The alternative suggestion was to leave the filter in place. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.